Event description:
Doctor had completed the first part of the procedure, which did not require cautery. When he was ready to cauterize the biopsy sites in the bladder, he connected the cord to the resectoscope and inserted the cystoscope with the camera attached. There was an obvious burn in the posterior bladder. The bovie had a sound whenever the foot pedal is depressed--this sound was not heard. The physician then proceeded to repair the bladderdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, visual examination. Results of evaluation: electric problem - short circuit, none or unknown, known short term complication of procedure, foot switch. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.